Manufacturer narrative:
.

Event description:
Additional information was received from the patient's physician who reported the events. The patient was not being treated by the reporting physician at the time of these events, therefore the physician was only able to provide the limited information documented in her file. It was initially reported that the patient was having an increase in seizures and that her generalized tonic-clonic seizures had become more frequent. Additional information was received from the physician, per available documentation, that the increase in general tonic-clonic seizures was first observed between (B)(6) 2011 and (B)(6) 2012. It was reported to the physician that the increased seizure frequency was about the same as pre-vns levels; however, this was "not entirely clear". In addition, it was reported that only the patient's "small events", consisting of motor behaviors had increased at this time. The physician did not have enough information to determine the relationship between the increase in seizures and the patient's vns. Aside from medication changes, no other interventions were noted. It was also not clearly noted, per the physician, whether causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures.

Event description:
Clinic notes dated (B)(6) 2012, note that the patient's seizures may have been getting worse and that her generalized tonic-clonic seizures had become more frequent. Per the notes, medication changes were considered as an intervention as the patient was a good candidate for a new medicine and the physician wanted to get her off of one of her current medications. Following clinic notes dated (B)(6) 2012 found that the patient's seizures had become fairly well controlled after the medication changes. It is unknown if the physician attributes the increase in seizures to vns, as attempts to get additional information have been unsuccessful to date. It is also unknown what the increased seizure frequency is in comparison to pre-vns seizure frequency.

Manufacturer narrative:
Date of event, corrected data: date changed from initial MDR due to additional information received from the physician.